Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device "cannot pressurize". No patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. The root cause was not established because there was no investigation done. No investigation was done because the product is an old specification product and service has ended. The service history review could not be completed as no serial number was provided.